Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while delivering a 6mm x 15mm palmaz blue on aviator plus stent delivery system (sds), the stent became stuck within a non-cordis catheter and could not be moved, resulting in a failure to release the stent. The stent was able to be withdrawn and there were no reported injuries. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: the device was returned with the body/shaft separated.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, while delivering a 6mm x 15mm palmaz blue on aviator plus stent delivery system (sds), the stent became stuck within a non-cordis catheter and could not be moved, resulting in a failure to release the stent. The stent was able to be withdrawn and there were no reported injuries. Additional information was requested but was not provided. The device was returned for evaluation. A non-sterile ¿blue/aviatorplus 6x15/142p pkg¿ was received inside of a clear plastic bag. The product was unpacked for evaluation. The device is separated into three pieces: the proximal section, including the luer hub; the middle section; and the distal section, which has an unknown medical device coiled on it. The distal section includes the balloon with the stent properly mounted in the manufacturing position. The stent does not show any damage or anomalies, and no other outstanding details were observed. Functional analysis was not performed due to the condition in which the device was returned. The separated edge of the proximal section was inspected with a vision system, revealing evidence of elongations and surface scratches. These elongations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was subjected to a tensile force that exceeded the material's yield strength before the separation. Similarly, the separated edge of the distal section was inspected with a vision system, showing evidence of elongations and surface scratches. These elongations suggest that the device was subjected to a tensile force that exceeded the material's yield strength before the separation. The stent was inspected with a vision system and showed no damage or anomalies, remaining in the manufacturing position. The separated distal section was inspected with a vision system, revealing an unknown device coiled over the shaft. Finally, the separated edges of the middle section were inspected with a vision system, showing evidence of elongations and surface scratches. These elongations indicate that the device was subjected to a tensile force that exceeded the material's yield strength before the separation. The reported ¿stent delivery system (sds) impeded¿ was visualized on the returned device as received. Portions of an unknown guiding catheter were observed wrapped around the balloon catheter. Subsequent findings of a ¿body/shaft separated¿ were also observed; however, this was not mentioned in the event description, and it is unclear how the separation occurred. Based on the information available for review, the device was subjected to an excessive tensile force, likely in an attempt to remove the stent from the guiding catheter. This led to material overload and separation of the shaft into three pieces. The elongations and surface scratches observed on the separated edges indicate that the device's material yield strength was exceeded. Additionally, the presence of an unknown guiding catheter coiled on the distal section suggests potential interference during the procedure. According to the instructions for use, which is not intended to mitigate risk, ¿access should be obtained in standard fashion through the femoral approach. The brachial route may be used in cases where the anatomy dictates this. Gain access at the appropriate site utilizing the csi of the appropriate size allowing for later gc introduction. Caution: always use a cordis csi or cordis gc for the implant procedure to protect the puncture site and to avoid dislodging the stent from the balloon. B. Prepare the guiding catheter recommended on the label. C. Connect a tuohy-borst type hemostasis device to the guiding catheter. D. Prior to use, flush the guiding catheter lumen with a heparinized saline solution. E. Introduce the csi and guiding catheter into the vasculature using the introduction technique of choice. F. Introduce the guidewire. Advance the guidewire across the target lesion. Close the hemostasis valve around the guidewire. Maintain lesion access with the guidewire across the lesion and with the gc positioned near the target lesion. Caution: use care during advancement of the guiding catheter and guidewire to prevent bleeding, dissection or patient discomfort. Note: compatible guidewire diameter is listed on the label. Note: if the physician determines that predilatation is necessary, standard pta techniques may be used. Caution: if pta technique is used, avoid over expansion of the balloon to prevent bleeding, dissection or patient discomfort. 5. Introduction of stent system a. Backload the stent system onto the guidewire. The delivery system has a rapid exchange design. During backloading, the guidewire will exit the stent system at the guidewire exit port. Advance the tip of the stent system to the hemostasis device of the guiding catheter. B. Open the hemostasis valve as wide as possible and carefully advance the stent system over the guidewire until the balloon section of the stent system is completely introduced into the guiding catheter. Look for and confirm back flow over the balloon. Adjust the hemostasis valve to maintain a snug seal. C. Advance the stent system until the guidewire exit port has passed the hemostasis valve. Again adjust the hemostasis valve to maintain a snug seal. Continue to advance the stent system over the guidewire to the end of the guiding catheter, while maintaining guidewire position across the lesion. Caution: when there is a tight fit between the balloon section of the stent system and the guiding catheter, a failure to maintain a snug seal of the hemostasis valve over the stent system during stent system insertion and advancement, could result in air introduction and air entrainment. Note: in case a long csi is used instead of a gc, use the csi size recommended on the label; insert the stainless steel introducer tube included in the packaging through the hemostasis valve of the csi. This tube facilitates introduction of the stent/balloon assembly into the csi and prevents the hemostasis valve from potentially damaging or stripping the stent from the balloon. Remove the introducer tube when the stent/balloon assembly has completely passed the valve (i.e., has advanced to the body of the csi).¿ there is no evidence from the product analysis or information provided that a product defect or manufacturing issue contributed to this event. Therefore, no corrective or preventive action will be taken at this time.